Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151448.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances on the lead. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.